Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that when the customer experienced a low blood glucose (bg) value, the basal feature did not suspend insulin as expected. Multiple attempts were made by tandem technical support to perform troubleshooting; however, the customer did not respond. A pump upload was not available for a log review to be performed of the reported event.